Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had problem with the tone and that the customer could not hear the tone. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip.s/w 3.0b device had cracked reservoir tube lip.(B)(4).